Manufacturer narrative:
No sample issues were noted. The customer provided calibration and qc data were acceptable. The customer has not reported any issues with other chemistries or any system errors. Root cause is not known, but this appears to be a reagent issue.

Event description:
A customer reported to beckman coulter inc. (Bci) that false positive rheumatoid factor (rf) results were obtained when immage rheumatoid factor reagent lot (B)(4) was used on immage 800 immunochemistry system. The results were not reported out of the laboratory. The patient results are shown. There was no change to patient treatment as the incorrect results were not reported out of the laboratory. Immage 800 immunochemistry system: catalogue number - a15445, serial number - (B)(4), date of manufacture - 12/19/2002, product code - jqx, nephelometer, for clinical use, 510(k) number - k962294. Similar events on (B)(4) 2011, at the customer's site are documented in report #2050012-2012-00103 and 2050012-2012-00101, respectively.